Event description:
Post carotid angiogram vaso seal was attempted. The retention wire on the vaso seal device fractured during deployment. Successful retrieval of wire fragment by a left groin approach using a 6 fr balkin sheath and a 10 mm snare.